Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button tacile change issue. The "ok" button has been sticking for "a few months" prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/02/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive ; the down arrow and ok buttons responded appropriately. No buttons were found to be sticking. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test screen was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.